Manufacturer narrative:
A product deficiency was not reported or found. The customer was provided with the sds.

Event description:
The customer reported a staff member using the binaxnow covid-19 ag test extraction reagent as eye drops. No additional information, including treatment and outcome, was provided despite several attempts.